Event description:
During procedure, the monopolar cord connecting to the cautery turned bright red and the cord burned in two. This was at the machine end of the cord.analysis reveals:monopolar cord that. It was noticed that the cord was severed but did not appear to have heat damage. Unable to determine what caused cut in cord. Esu operation was tested extensively. No problem found with esu. Equipment put back in service.